Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of system logs shows multiple evidence of a fpga (field programmable gate array) reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The root cause of the observed condition was determined to be a result of a software error. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. During initialization motor test is performed. If motors test fails, it results in power pack error as per srs 012. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a laparoscopic assisted distal gastrectomy procedure, the device was not able to be used due to error display. The procedure was completed with another device.